Event description:
Reporter alleged blood glucose result measured 76 mg/dl compared to a hospital measurement of 31 mg/dl when both were performed within less than a minute of each other. It was stated customer was in the hospital for a toe amputation and decided to perform a glucose test comparison to the hospital meter. Customer indicated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.